Manufacturer narrative:
The cpt stem and inserter are returned for review. As returned, the threads from the stem inserter have fractured and remain in the threaded portion of the stem. The inserter lever, dowel pin and ball plunger subcomponents are not returned. The diameter and material hardness of the threaded rod meet print specs. The frame of the device exhibits wear indicative of extensive use in the field. The fractured threaded tip could not be removed from the stem. The DHR of the inserter was reviewed and indicated that the device was manufactured to specs. The device has a potential field age of nearly 11 yrs to date. No add'l complaints have been received from the mfg lot of the inserter. With the info received, it is likely that the device reached the end of its usable life due to natural and expected wear over its nearly 11 year lifetime.

Event description:
It is reported that while the surgeon was inserting the cpt stem, the threaded tip of the impactor broke.